Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device stopped working during aspiration. A spiroflex® angiojet® thrombectomy set catheter was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, after the first aspiration, the catheter stopped working suddenly. The procedure was completed with another of the same device. There were no patient complications reported. The patient's status was reported as stable.